Event description:
It was reported that during reprocessing the colonovideoscope, a rust colored discharge appeared at the distal end of the scope when passing the brush through. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, it was not possible to identify the foreign matter. There was no physical damage at the place where the foreign material remained. There were no deviations from the reprocessing steps as presented in the instructions for use (IFU). A definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Preventive measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.